Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was at time of incident was unknown mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not reported a motor position encoder error alarm. The customer were able to rewind pump completely. The customer was advised that the alarm may be caused by viewing sensor glucose graph while pump is delivering a bolus. The customer received 1 motor error alarm. The customer was advised that at this time displacement test and manual prime were successful and motor alarm did not recur. The customer was advised that the alarm was caused by a connection issue. The customer was advised to monitor the pump.